Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 02/05/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck in the cartridge and overridden by the plunger rod. Ovd was observed inside the cartridge; no damage to the cartridge was observed. The lens module was opened and ovd was observed inside indicating that an excess amount of ovd was used which can contribute to the complaint issue. Damage to the plunger rod tip was also observed. The handpiece was disassembled, and no issues were observed. The lens was removed from the cartridge and cleaned revealing the lens to be damaged with a piece of the lens missing. Conclusion: the complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was broken. There was no patient contact. No other information is available.